Manufacturer narrative:
(B)(4). Based on discussion with FDA on may 8, 2017, all inspectional failures are being reported as mdrs notwithstanding the fact that the presence of discontinuities, gaps or bubbles does not necessarily have either technical or clinical significance. (B)(4). (Exemption number e2015036).

Event description:
Pentax of america initiated field correction 2017-001-c which included inspection of the seal around the distal body and distal cap of the ed-3490tk duodenoscope pursuant to predefined inspection criteria (et-hf-p-0013 rev. 00). The objective of the inspection was to verify there were no defects/discontinuities in the seal between the distal body and distal cap. The inspectional criteria was defined as, "all seal surfaces observed shall be continuous and smooth with no outward signs of discontinuity, gaps or bubbles." A device was considered to fail the inspection if any element of the criteria was not met. The customer device was previously returned to pentax medical from a customer on 19/nov/2018 and inspection of the unit was performed on 26/nov/2018 where the quality control inspector found the following: distal cap - fixed type failed seal integrity inspection; umbilical cable perforation; ccd circuit board color adjustment required; right/ left brake knob markings faded; air/ water socket cylinder o-ring chipped; elevator body sticking; failed wet leak test; up/ down brake lever loose; leak at umbilical cable; failed dry leak test; fluid invasion not observed in control body; fluid invasion not observed in pve connector; light carrying bundle distal cover glass middle chipped; hole in # 2 remote control button cover; customer complaint confirmed. Inspection of the seal between the distal body and distal cap was performed and the device failed the inspection criteria. The scope's repairs was repaired where distal case/cap, was replaced and/or resealed pursuant to the field correction, along with miscellaneous parts, and returned to user on 09/jan/2019. Parts replaced: o-rings and seals; deflector operating wire; lcb distal cover; remote control button; light guide cable; deflector body link; distal case/cap; o-ring(0.5x1.3); rubber trim collar.